Event description:
It was reported that a brake malfunction occurred. The 85% stenosed target lesion was located in the severely tortuous and calcified left anterior descending artery. A rotalink advancer and rotawire were selected for use. During the procedure, the guidewire was damaged and ejected causing the advancer to be scrapped. The procedure was completed using another of the same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
A2. Age at time of event: 18 years or older e1 - initial reporter facility name:(B)(6) hospital. E1 - initial reporter address 1: (B)(6). D4 - lot #: corrected device evaluated by manufacturer. The complaint device was received for product analysis. A visual inspection of the device found that the handshake connection was bent. During wire insertion test, as the rotawire used in the procedure was not returned, a test rotawire was used for further testing. After inserting the test rotawire into the returned advancer without issue or resistance, further testing was completed. During functional analysis, the brake defeat button was pushed and was able to engage and disengage with the wire without issue or resistance. No other issues were identified during the product analysis.

Event description:
It was reported that a brake malfunction occurred. The 85% stenosed target lesion was located in the severely tortuous and calcified left anterior descending artery. A rotalink advancer and rotawire were selected for use. During the procedure, the guidewire was damaged and ejected causing the advancer to be scrapped. The procedure was completed using another of the same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
A2. Age at time of event: 18 years or older. (B)(6).